Event description:
Facility staff stated that the head hi/low was drifting down overnight. No injury reported.

Manufacturer narrative:
Bed was out of svc. Tech found that the head hi-lo was drifting down. Isolated issue to valve solenoids. Replaced the valve solenoids to resolve this issue.